Event description:
It was reported during reprocessing, the subject camera head had a nick in the cord. The issue occurred during reprocessing, prior to a diagnostic procedure. There was no patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, it is likely that the following led to the malfunction: cause was traced to a component failure olympus will continue to monitor field performance for this device.

Event description:
It was reported during reprocessing, the subject camera head had a nick in the cord. The issue occurred during reprocessing, prior to a diagnostic procedure. There was no patient involvement.